Event description:
It was reported to nova biomedical that a consumer received a result of 76 mg/dl on their blood glucose meter. The consumer's spouse reported that she believed the consumer was lower by the way he was acting, so she called for medical intervention. While they waited for the emts, the consumer ate a bite size snickers bar. The emts arrived approx 15 mins later and tested this consumer on their blood glucose meter getting a result of 35 mg/dl. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.